Event description:
Customer reported that a therapist treated one patient with another patient's plan. He wanted to know the best way to proceed with delivering the rest of the treatments correctly to both patients. He explained that while delivering the erroneous treatment, the therapist over rode many parameters. Varian informed the customer of how to perform dose corrections on the plans. Per information from the customer, the patient receiving the wrong treatment was seen by a doctor, and the result was deemed clinically insignificant.

Manufacturer narrative:
Per information from the customer and varian help desk personnel, this issue occurred due to user error.